Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a lack of power to the station. A field service engineer replaced the power module and reseated connections in the e-drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system did not power on. The customer reported that they were unable to dispense any medication from the machine, which has disrupted their workflow. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.